Event description:
It was reported that during a lead revision procedure, the implantable pulse generator (ipg) failed to communicate with the remote control or clinician programmer. The physician indicated that a monopolar coagulation instrument has been used a few times near the ipg. The ipg was replaced. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.

Manufacturer narrative:
Analysis of the returned ipg sc-1132 (B)(6) revealed that it was undetectable and not charged. The device was cut open, and the battery measured 1.65 volts. The patient's data could not be obtained due to severe device damage by an external power source. An internal electrical test revealed application-specific integrated circuit (u2 asic) damage with excessive quiescent current leak and high thermal spot. A labelling review was performed and did not reveal any anomalies. The instructions for use (IFU) cautions that the use of the following as it may damage the stimulator: electrocautery, lithotripsy, external defibrillation, radiation therapy, ultrasonic scanning and high-output ultrasound.

Event description:
It was reported that during a lead revision procedure, the implantable pulse generator (ipg) failed to communicate with the remote control or clinician programmer. The physician indicated that a monopolar coagulation instrument had been used a few times near the ipg. The ipg was replaced. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.